Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis confirmed a pump malfunction. An investigation conclusion code of cause traced to component failure was chosen as the most probable cause, as problems were traced back to a pump failure through product investigation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to a blocked pump. The pump did not activate when squeezed while in the patient. The existing pump was tested external to the patient and worked but did not when placed back in the patient's anatomy. The pump was then removed and replaced. A patient outcome of no complications was reported. Additional information received that at the first post-operative checkup on (B)(6) 2019 the device activated/deactivated after several repeated attempts. At the second post-operative checkup on (B)(6) 2019, mechanical difficulties were inconsistent. The bulb of the pump is not correctly compressible and it is not always possible to induce new activation of the pump. At the third post-operative checkup on (B)(6) 2019 the malfunction was confirmed and further reassessment five weeks after surgery is required. A fourth post-operative checkup was performed on (B)(6) 2019 and the malfunction is confirmed. A revision surgery was performed on (B)(6) 2020.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pump due to a blocked pump. The pump did not activate when squeezed while in the patient. The existing pump was tested external to the patient and worked but did not when placed back in the patient's anatomy. The pump was then removed and replaced. A patient outcome of no complications was reported. Additional information received that at the first post-operative checkup on (B)(6) 2019 the device activated/deactivated after several repeated attempts. At the second post-operative checkup on (B)(6) 2019, mechanical difficulties were inconsistent. The bulb of the pump is not correctly compressible and it is not always possible to induce new activation of the pump. At the third post-operative checkup on (B)(6) 2019 the malfunction was confirmed and further reassessment five weeks after surgery is required. A fourth post-operative checkup was performed on (B)(6) 2019 and the malfunction is confirmed. A revision surgery was performed on (B)(6) 2020.